Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(6)2021 18:40:21 pst ice batch user (batch_ice) phone (B)(6).complaint: 0007791320 complaint status: in process mdt initial contact: (B)(4). Taken by: (B)(4).(B)(6)2021 initial notes: cust sts yesterday had moderna booster and they said it could cause problems and arm could be sore. It blew my settings I was 14-16 during the night and 6 during the day. Cust concerned because she has a trace of ketones inquired what led up to the complaint. Customer response: cust sts she gets stressed out when she worries and bgs go up because of this high bg/under delivery t/s per dop114-980. Details of what led up to event: cust got booster shot. Patient's bg at time of incident: unknown mmol/l. Patient's current bg value (at time of call): 17.4 mmol/l. Is customer currently reporting any symptoms related to their high bgs: no customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Expl that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer wishes to continue troubleshooting. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event: yes customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: pump. Recent high bg event began: (B)(6)2021 @ 10am. Inf was last changed prior to event: today @ 222pm. Explained the 2 high bg rule. Based on customer report proceeding in t/s per customer alleging possible pump under delivery. Reasons why customer thinks pump is under delivering: bgs remain high during. Customer actions prior to the event: nothing. Time frame of the event: (B)(6)2021. Inquired if customer received assistance with programming pump. Found: cust did not provide response. Units left 77.3 based on the information collected/reviewed, customer does not believe there is possible cybersecurity and/or hacking event. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: none. Adv to verify the accuracy of programming with their hcp. Customer does use the minimed 670g/770g/780g system. Was auto mode/smartguard feature active at time of high bg event: yes customer wishes to review auto mode/smartguard feature details and/or discuss settings that impact auto mode/smartguard insulin delivery. Explained the goal of auto mode/smartguard. Explained during auto mode/smartguard operation, the customer must deliver meal boluses by entering the estimated amount of carbohydrates for meals at the time they are eaten. Is customer delivering meal boluses: yes did customer receive a "high sg" or "auto mode max delivery" alert: no explained a prolonged high sensor glucose value or auto mode max delivery for a long period could indicate the need for the customer to enter a bg. Has customer entered a bg value: no stopped t/s per cust customer's outcome pertaining to the complaint: ran self test, displacement test - passed. Adv to speak with hcp possible settings adjustments.